Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on 06/06/2026, the patient experienced sweating. The patient went to the hospital and when a fingerstick was taken, the cgm reading was low, and the blood glucose reading was 507 mg/dl. The patient was treated with unspecified intravenous fluids. A fingerstick was taken at an unspecified time; the cgm reading was 60 mg/dl, and the blood glucose reading was 250 mg/dl. The patient did not disclose the length of time they were hospitalized. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values taken at the hospital fall within the d zone of the parkes error grid. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.